Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information and without the device to analyze, a cause for the reported clip failing (efaa) could not be determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report failed establishing final arm angle. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, myxomatous, barlow valve, thickened leaflets, dilated annulus, large prolapse/flail, and a small and narrow atrium. One clip successfully implanted without issue. To further reduce mr, an xt clip was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), it was observed that the clip was opened to approximately 40 degrees. The physician decided to deploy the clip. An additional clip was implanted to stabilize the opened clip and treat mr laterally. Mr was reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.